Event description:
It was reported by the patient¿s sister that the patient had discontinued use of the omnipod system for several days due to insurance and supply delays. Subsequently, on (B)(6) 2026, the patient developed elevated blood glucose levels of approximately 241 mg/dl, accompanied by symptoms including frequent vomiting, nausea, fever, dehydration, and high ketone levels. The sister stated that a pod was applied to the patient¿s left thigh while the patient was already feeling unwell in an attempt to improve blood glucose and ketone levels. However, the patient¿s condition continued to worsen, prompting emergency medical care. At the time medical attention was sought, the pod had been worn for less than 24 hours. It was further noted that the patient was using the omnipod system in manual mode without an active dexcom continuous glucose monitor at the time due to insurance coverage issues. The patient was admitted to the hospital, where she was diagnosed with diabetic ketoacidosis and treated with intravenous fluids and insulin infusion. At the time of reporting, the patient had been hospitalized for less than 24 hours and remained admitted, with anticipated discharge on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.